Event description:
The rn reported that when they attempted to defibrillate the pt using the hands free cable and pads, the pads would not take or give a charge. They immediately switched to another defibrillator/monitor in 15 secs.